Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused or contributed to the peritonitis event. Peritonitis is a well-known potential complication in pd patients. The patient¿s pd effluent was positive for the organism pasteurella multocida which is known to live in the upper respiratory tract of many domestic pets. The patient has a pet cat in the home where pd treatments are performed. Therefore, the patient¿s peritonitis infection is probably associated with contamination via cat saliva, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient reportedly presented to the clinic with cloudy effluent and further testing resulted in gram-negative peritonitis. Per the peritoneal dialysis nurse (pdrn) the patient was treated both in-clinic and at home and that hospitalization was not required. The pdrn reported that the infection may have been related to the patient's bowels, but could not confirm the specific bacteria or cause at this time and it was unknown if the issue was related to a breach in aseptic technique. Upon further follow up, the pdrn stated that the patient¿s pd culture on (B)(6) 2019 grew pasteurella multocida. The pdrn stated the cause of the patient¿s peritonitis was a touch contamination/ breach in aseptic technique associated exposure via cat saliva, as the patient has a cat in the home. The patient is currently being treated with fortaz 1 gram daily intra-peritoneally (ip). Per the pdrn, the patient is recovering as the pd fluid is clearing and the patient does not have any symptoms. The patient continues pd therapy without further issue.